Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688, lead, implanted: (B)(6) 2014; 5867-3m, adaptor, implanted: (B)(6) 2014; d314trg, ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was found to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.